Manufacturer narrative:
(B)(4). Batch n92k5w.

Event description:
It was reported by the sales rep that, during an endoscopic sinus surgery, ¿relax pressure on blade¿ was displayed with sngcb. The blade tip was broken off outside the patient when the device was wiped. Another device was used to complete the case. There were no adverse consequences to the patient